Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for motor errors and had sensor issues as well. The customer reported that the sensor gave calibration errors and inaccurate readings that set off threshold suspend. The sensor reading was 55 mg/dl when the blood glucose reading was 126 mg/dl. The customer declined troubleshooting due to already receiving a new insulin pump.